Event description:
Customer reported being hospitalized for high blood glucose levels and dka, experience symptoms of ketones in urine and dehydration. Troubleshooting was performed and pump appeared to be functioning properly.